Manufacturer narrative:
The investigation found an issue with the calibration resulting in a compensator value of -3 mmol/l. A calibration standard handling issue by the operator was assumed to be the root cause. No further issues were reported after the corrective actions taken by the customer. An instrument malfunction was excluded.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for 24 patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 146 mmol/l and the repeat result was 140 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number was z82. The expiration date was requested but was not provided. The customer changed the is standard, reference and diluent solutions. The sipper nozzle was cleansed with wire. After this, the customer did not have further problems and the controls were stable.

Manufacturer narrative:
This event occurred in (B)(6).